Event description:
Our office in the (B)(6) reported a female pt experienced an ocular burning sensation after using oxysept 1 step disinfecting solution and oxysept 1 step neutralizing tablets. She indicated she used the products per the directions for use, inserted her lenses and experienced the burning sensation. She irrigated her eyes with saline and sought treatment at an emergency room. She later related that her diagnosis was a corneal burn. She had 3 f/u visits to monitor her eyes. She was treated with unspecified antibiotics, anti-inflammatories and artificial tears; 14 days later she indicated she was '80% better'. F/u with her health care professional has been requested but not received. See MDR 2020664-2012-00001 for companion case for oxysept 1 step neutralizing tablets.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. MFR of reported device performed chemistry evals of the actual product used by the consumer; all results were within specs. Chemistry eval results of retained unit from the reported lot were within specs. The root cause has not been established. All pertinent info available to amo has been submitted.